Event description:
It was reported that a peripherally inserted central catheter (PICC) was successfully placed for antibiotics treatment in june 2003. Placement was difficult due to vasospasms. Fifteen days post placement, it was noted during infusion that the catheter had a hole distal to the suture wing. The catheter was successfully removed and another PICC was placed for continuation of treatment. No pt complications were reported in this event. This device has not been received for evaluation. Therefore, a failure analysis is not available. Without evaluating the device, co is unable to determine if the device met its specifications. User technique during access and/or pt anatomy may have contributed to this event. However, co is unable to determine if the device met its specifications. Used technique during access and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. The directions for use outline appropriate placement, access and maintenance procedures.